Manufacturer narrative:
Continuation of d10: product ID: neu_label_acc, serial# unknown and product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller expressed confusion regarding the labeling for MRI scans, as the physician intended to perform a diffusion scan with parameters that do not align with medtronic's labeling for MRI. The caller noted that the labeling for dbs MRI is very restrictive and mentioned that patients with more restrictive parameters are "typically" the ones who experience "issues in the scanner." The caller first noticed this discrepancy about 2-3 weeks ago. No patient complications have been reported as a result of this event.